Manufacturer narrative:
No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a pump administered the drug too soon and that this is the second confirmed issue of this type. The cassette was emptied four hours early, but the device was programmed correctly. No patient injury was reported.